Event description:
Death nos [death unexplained]. Case description: this case was reported by a consumer via other (distributor) and described the occurrence of death nos in a (B)(6) pt who received gsk denture adhesive (formulation unk) (corega denture adhesive cream) cream (batch number (B)(4), expiry date unk) for denture wearer. On an unk date, the pt started corega denture adhesive cream. On an unk date, an unk time after starting corega denture adhesive cream, the pt experienced death nos (serious criteria death and gsk medically significant). On an unk date, the outcome of the death nos was fatal. It was unk if the reporter considered the death nos to be related to corega denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Case comment: this case was reported by a distributor. The pt used corega adhesive cream for prosthesis fixation. The pt's relative reported that the pt died (unk cause). She did not give more info, and there is no authorization to contact the pt's physician.